Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from april 8, 2019 - april 9, 2019. H10: the device evaluation was completed. The sample was received containing approximately 245 ml of fluid in the bladder. Upon visual inspection of the sample, no evidence of a leak was observed. The blue winged cap was noted to be securely tightened. The bag that contained the sample was dry. Droplets of moisture were observed on the interior wall of the lower part of the housing, however, the droplets were from condensation and were not particulate matter. A leak test was performed by filling the bladder with green colored water and monitoring the device at room temperature until the next day. The next day, no evidence of a leak was found. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked between luer adaptor and blue winged luer cap during filling at the hospital. There was no patient involvement. No additional information is available.